Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The device was returned for evaluation, but the evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After the completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report. In section d: device avail. For eval and date returned has been updated.

Manufacturer narrative:
Additional information was received on 08/14/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There were 32 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box b: event date was incorrectly captured in initial report, and it was corrected in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.